Event description:
According to the facility when drawing blood from an IV site the luer portion of the blood tube collection barrel broke creating an open venous flow and subsequent loss of the IV access site.

Manufacturer narrative:
According to the facility when drawing blood from an IV site the luer portion of the blood tube collection barrel broke creating an open venous flow and subsequent loss of the IV access site. Per the facility when this occurs they need to restart the IV. No additional information is available at this time. The sample was returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.